Event description:
It was reported that the implantable cardioverter defibrillator exhibited undersensing. It was noted that two singulars under sensed ventricular beats were noted during an episode of ventricular tachycardia. There was no delay of treatment. No intervention was performed. The patient was in stable condition.